Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry motorized movements were unavailable. Review of the log files confirmed the reported malfunction. It was identified that the amc (advanced motion controller) servo drive frontal stand couldn't be detected. The fse replaced the fuse in the power supply of r cabinet and amc triple servo drive to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave a message that the geometry motorized movements were not available. There was no reported patient or user harm. The field service engineer (fse) replaced the cooling unit, and the device was returned to use in good working order.